Manufacturer narrative:
Additional information was added to h4 and h6. Correction to b3: event date and d4: unique identifier (UDI) #. B3: event date: the event date was asku. H4: the lot was manufactured from june 5, 2019 - june 6, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. After the expected 96-hour infusion time it was observed 100ml of solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.